Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sept2019. Manufacturer technical support (ts) confirmed the reported problem. They provided the customer with the provided parts for the blower. The blower motor assembly was return for analysis. An investigation was performed and the root cause for the reported issue is due to damage to the wiring harness rear seal. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported during preventative maintenance (pm) performance verification test (pvt) unit fails pressure testing. There was no patient involvement.